Event description:
This lv lead was an attempted implant on (B)(6) 2017. The procedure form noted that there was coronary sinus ostium stenosis. Physician was unable to advance multiple outer or inner guides into the main coronary sinus. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).